Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a biomed testing, the device displayed "system fault 36", "system fault 37", defib disabled". "Pacer disabled", "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.